Manufacturer narrative:
An event of device malposition, syncope/fainting, and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the final non-coronary cusp implant depth was 10.21mm (deeper than the recommended 3mm). Patient had hyper calcific right leaflet and that calcification extended only a little bit beneath the aortic annular plane in the interventricular septum. Post procedure, the patient presented to the hospital with complaints of recurrent syncopal episodes and a right bundle branch block. The patient have a past medical history of arrhythmia ( bav 1, anterior left hemiblock and and bbdx). Based on available information, the reported heart block appears to be related to the procedure conditions and patient conditions. The reported device malposition appears to be related to procedural conditions (implant depth). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor valve was implanted during a transcatheter aortic valve implantation with a final implant depth of 10.21mm. Patient had hyper calcific right leaflet and that calcification extended only a little bit beneath the aortic annular plane in the interventricular septum. Post procedure, the patient presented to the hospital with complaints of recurrent syncopal episodes and a right bundle branch block. On (B)(6) 2024, the patient had elective hospitalization for permanent pacemaker implantation with a non-abbott device. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.